Event description:
The event is now reportable based on additional information received during the preliminary device analysis. It was reported that during a coronary drug-eluting stenting treatment procedure, the stent was unable to cross the lesion. The calcified and severely tortuous, 99% stenosed target lesion was located left anterior descending (lad) artery. The 2.50x20mm taxus express2 drug-eluting stent delivery system was unable to cross the lesion. The procedure was completed with a different device and there were no patient complications. The patient's current condition is listed as "good". However, the returned product analysis of the device revealed proximal stent damage.

Manufacturer narrative:
Product analysis of the device found that the condition of the returned unit was consistent with the complaint incident. Visual examination of the returned device revealed stent damage on the third row from the proximal end. A kink in the hypotube was found at 44cm distal from the strain relief. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Visual examination of the tip revealed tip separation. Following further information, it was noted that post-procedure, the physician cut off the tip of the device. It was confirmed that no part of the device remains inside the patient. A review of the mfg records shows that the device met its material, assembly and product specs at the time of its release to distribution. The most probable root cause of this event is operational context.